Manufacturer narrative:
Batch review performed on 20.12.2021: lot 2008522: (B)(4) items manufactured and released on 18-nov-2020. Expiration date: 2025-11-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: batch review performed on 20.12.2021: gmk-sphere 02.12.0026r femoral component sphere cemented # 6+ r (k140826) lot 2006222: (B)(4) items manufactured and released on 21-sep-2020. Expiration date: 2025-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0512fr tibial insert fixed sphere flex #5/12 mm r (k121416) lot 1906103: (B)(4) items manufactured and released on 31-jul-2019. Expiration date: 2024-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
The patient came in 7 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection: revision surgery of a gmk sphere primary implant after 7 months from primary implantation due to infection. From visual inspection of the explanted femoral and tibial components, no anomalies can be identified. Infection was most likely caused by other factors not related to the implants. From visual inspection there is no evidence that the event is related to a faulty device.